Event description:
It was reported that the right ventricular (rv) lead was capped and surgically abandoned due to high pacing thresholds. The lead was attempted to be repositioned, but the helix would not retract. A new lead was placed successfully. No additional adverse patient effects were reported.